Manufacturer narrative:
Investigation ¿ evaluation: as anticipated, the bakri tamponade balloon catheter was not returned for evaluation. No photos have been provided. Without the complaint device, a physical investigation was not able to be completed. The lot number of the device was not provided; therefore, a review of the device history record was unable to be performed. No lot number was provided; therefore a review of any additional complaints that would be associated with this product lot cannot be completed at this time. Based on the information provided, the actual root cause is unknown and no conclusion can be drawn. Per the quality engineering risk assessment; no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The user facility reported the bakri tamponade balloon catheter was found to have a hole in the balloon prior to use. The device was disposed of and not used on the patient. No information has been provided regarding whether there was any impact to the patient. Additional patient and event details have been requested but not received at the time of this report filing.